Event description:
It was reported that following the implant procedure, the patient presented with chest pain and shortness of breath. Additionally, an increased capture threshold, low impedance, and low sensing values were observed from the right ventricular (rv) lead. The physician suspected potential rv lead perforation and elected to surgically reposition the lead to resolve the event. After the repositioning, all measurements were within acceptable ranges and the patient was stable with no additional adverse consequences. The rv lead remains implanted and in service.